Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected, usb pins from j3 were damaged. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection passed. The receiver log download and functional testing were unable to be performed due to damaged usb pins from j3. The reported event of receiver showing initializing screen without manual restart could not be determined. The root cause could not be determined.